Manufacturer narrative:
The device was not returned for investigation. A review of a picture provided via the complaint made it possible to confirm that the tubing set was damaged.

Event description:
The intellamap orion catheter was selected for use during the farapulse procedure to treat atrial fibrillation (a fib). It was reported that during the preparation, it was found that the plastic piece on the catheter's flush port was broken and could not properly connect to the tubing. The product was replaced, and procedure completed without further issues. No patient complications occurred. The device is expected to be returned for analysis.

Event description:
The intellamap orion catheter was selected for use during the farapulse procedure to treat atrial fibrillation (a fib). It was reported that during the preparation, it was found that the plastic piece on the catheter's flush port was broken and could not properly connect to the tubing. The product was replaced, and procedure completed without further issues. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
Investigation results summary. Device/media analysis: analysis of returned product revealed that the device has all the shaft smashed/kinked, however during the product analysis the reported complaint cannot be confirmed.